Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02206. It was reported, the patient experienced heating at his ipg pocket site while charging. He stated, the sensation became uncomfortable and he stopped charging. The patient stated, he wanted his scs system explanted and replaced with a competitor¿s system. A replacement charging system was sent to the patient. No further info is available at this time. On 08/01/2012, st. Jude medical neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.